Event description:
Occlusion error message twice during procedure. Flushed handpiece ; but occlusion still present. Back flushed to clear: cassette internal line blew off fitting. System wouldn't operate after this poihnt. Case aborted: rescheduled.